Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger; product ID: 37761, serial/lot #: (B)(4). No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was having intermittently having problems with the recharger because she can't charge the recharger up. Patient confirmed that the green light was on the desktop charger, but the connector pin is maybe a little bent. Patient states the connector pin doesn't really look loose, but the pin being bent "isn't obvious to her". Patient says it's been about a year ago. She says it "seemed to work ok". Patient states all of a sudden the equipment isn't working, which is why she is calling now. Patient reports that because of these issues with the recharger, "it's dead". In the past couple of days she hasn't been able to charge the ins. It was reported to be a sudden change in therapy/symptoms. No out of box failure was reported. A replacement desktop charger was sent to the patient. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Analysis of the desktop charger (serial# (B)(4)) revealed broken connector pins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), was expected to be returned. Instead, product ID 37761, serial# (B)(4), was returned on 2018-jun-14 in its place. It was determined serial# (B)(4) will not be returned. Analysis results of serial# (B)(4) were not available at the time of the report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.